Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2017 with the following findings: a review of the pump black box showed a manual time/date change from 06/21/2017 18:03 to 05/23/2017 18:03. The delivered boluses were calculated for (B)(6) 2017; the delivered boluses on each day matched correctly the total daily dose (ttd) bolus history. A review of the ttd history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The complaint of a history settings issue was not duplicated or confirmed. There was no defect found during investigation.